Manufacturer narrative:
Investigation completed 07/25/2017. Device history record reviewed for product ID a3059 work order 135630, serial # (B)(4) manufactured on 11/24/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back from 06/29/2015 to 06/29/2017 for this reported failure using key words "wobble" for product ID a3059 shows that one complaint was received including this case. No new design or manufacturing trends have been identified. Failure was unconfirmed, unit was inspected for its' functionality; no problems were found with the unit. No root cause could be determined since there was no problem found.

Event description:
It was reported that the ratcheting arm and the smooth arm were wobbling after the user thought the pins were set. It seemed to wiggle and the pin slipped. The doctor complained that the two sides were held and wiggled them back and forth, stating that they shouldn't have moved that much. Additional information has been requested.